Event description:
A hemodialysis facility reported a pt who was allergic to a dialyzer or a possible first use syndrome. It was learned that the pt started dialysis when approx 15 minutes into the treatment, the pt exhibited symptoms of feeling hot, nauseous and vomiting and the blood pressure dropped into the 80/60 range. The facility decreased the amount of fluid being removed for this treatment, administered 25mg IV dose of diphenhydramine, and a normal saline bolus was given. The pt resumed dialysis with a different brand of dialyzer without further incident. The pt was discharged to home. There is no sample.

Manufacturer narrative:
(B)(4).